Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture and noise. The noise was causing the device to interpret loss of capture as capture resulting in pacing inhibition; the patient became asystolic. Multiple episodes of noise reversion were also observed. A lead fracture was noted. The lead was capped and replaced on (B)(6) 2016. The patient's condition was good during and post procedure.